Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot #: hg20zyl05, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter, UDI #: (B)(4). Product ID: 8709, serial #: (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2019, product type: catheter, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving gablofen 2000 mcg/ml 350 mcg/day via an implantable pump. Indication for use was intractable spasticity and post spinal cord injury. The date of the event was unknown. It was reported the pump was replaced (B)(6) and the incision got an infection. The infection was treated with antibiotics but did not resolve. The hcp titrated the daily dose down from 850 to 350mcg/day in anticipation of explant on (B)(6). The pump and catheter were explanted (B)(6) 2019 and discarded. The issue was resolved. Patient status was alive - no injury. Patient weight and medical history were asked and will not be made available. No further complications were reported.